Event description:
It was reported that the surgeon was drilling a screw into a nail and missed the nail and drilled through the aiming arm instead. The surgeon was able to complete the surgery with a twenty minute delay and no harm to patient. This is report 4 of 7 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacture date: december 3, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development evaluation was completed: the returned insertion handle was received in good shape with wear marks. One corner of the surface where the aiming arm mounts is raised, possibly from being dropped. The manufacture date is december 3, 2013. The product drawing was reviewed during this evaluation. No discrepancies were found. The insertion handle is manufactured from 17-4ph heat treated to h900, a commonly used high strength, corrosion resistant material for instrument applications. This material is typical of depth gauges sold by synthes and is acceptable for this use. No drawing discrepancies were identified. Based on the damage to the surface of the instrument where the aiming arm mounts, the complaint is likely the result of misuse, not a design defect. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.